Manufacturer narrative:
Additional information: there were no difficulties noted during inflation of the device. Excessive force was not used during delivery. The device was not moved or repositioned while inflated. There was no injury to the patient as result of the event. Product analysis: the device returned for evaluation. Upon return of the device, the proximal balloon bond and inflation lumen showed evidence of necking and stretching. The balloon was observed to be partially inflated. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. No other deformation evident on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one euphora rx balloon catheter, balloon deflation difficulties occurred after first inflation. The device would not fully deflate at the lesion site, only slightly and then stopped deflating after multiple attempts. Slow removal of the balloon from the lesion and careful advancement of the guide catheter to the balloon was carried out to assist with the retrieval of the balloon. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. No patient complications have been reported as a result of this event.